Manufacturer narrative:
Physio-control further evaluated the device and observed that the main pcb assembly caused the device to display a blue bar and to not complete a boot cycle. The device could not be powered on to charge and shock defibrillation energy. Physio-control determined that the cause of the reported failure was due to a failure of an integrated circuit (ic) chip, designator u8 on the main pcb assembly.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. A failure of the main pcb assembly was observed. Physio-control advised the customer to have the main pcb assembly replaced. The customer declined repair of the device and decided to purchase a new device.

Event description:
The customer contacted physio-control to report that their device had a service wrench indicator in the readiness display. During device evaluation by physio-control, it was observed that the device would not complete its boot cycle. The device would not charge and shock defibrillation energy. There was no patient use associated with the reported event.